Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a package of bd¿ syringe with bd luer-lok¿ tip with needle had mixed products. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: a review of the supplied photos and samples confirms there are 1¿ needles packaged with 25g 5/8¿ needles in 25g 5/8 packaging, therefore failure mode is verified. Because nothing could be confirmed within the batch record, it¿s possible an operator manually dumped the incorrect needle length into a product hopper. All operators were re-trained to scan material identification tags prior to use. This re- training was performed june 7, 2018. A DHR (device history record) review of complaint batch 7236556 was completed. This batch was packaged on multivac line 3 november 1st through november 7th 2017. Line clearance was completed from previous product 27g x ½ needle. There were 50 visual inspections conducted on 3,000 parts total with no defect conditions observed. Assembly batch 7200806 fed into package complaint batch 7236556. The assembly batch was produced on nip assembly line 3 october 28th through november 1st 2017. The line clearance activities were completed when changing the line over from 26 x 1 ¼ needle. There were 67 visual inspections performed on a total of 3,350 parts with no defects observed. There were no issues documented within the DHR that would contribute to a mix needle condition. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a package of bd¿ syringe with bd luer-lok¿ tip with needle had mixed products. There was no report of exposure, serious injury or medical intervention.